Event description:
A consumer reported that spouse, age unspecified, used a crest spinbrush, version unknown toothbrush, unspecified daily use, and started choking on a metal disk that fell out when the toothbrush head just snapped in half while pt was brushing. The case outcome was unknown. The consumer discontinued use of the product. Past medical history included: allergy - unknown, medical history - unknown. No further information was provided. The consumer reported that spouse used the crest spinbrush pro whitening toothbrush 1 applic, 1/day beginning april 2005 through june 2005. On an unspecified day in june, spouse was brushing their teeth with the toothbrush when the head snapped in half. Pt choked on the head and almost swallowed it. Treatment included the heimlich maneuver. The consumer stated that spouse did not consult a physician. The case outcome was recovered.